Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against one or more of the provided product and lot code. Per procedure, these product codes are exempt from DHR review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported revision. Patient was revised to address pain and elevated metal ion levels. Upon revision, black staining on tissues was noted. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, and synovitis. No labs wre provided for the alleged high metal ions. The stem is being added to the complaint. Medical records indicated the patient fell in (B)(6) 2011 and sustained a fractured greater trochanter. The fracture was treated conservatively. The complaint was updated on:11/2/2015.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.